Event description:
Surgeon performed revision surgery, as pt did not have adequate use of the arm. The entire epoca construct was removed and pt was revised to competitive hardware. This is the 3rd of 3 reports submitted on this event.

Manufacturer narrative:
Additional info has been requested. Investigation is on going; no conclusion can be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number. Additional info has been requested.